Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effects of hemorrhage and perforation are listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use (IFU), as known patient effects of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additionally, it was reported that the procedure was to treat a dissection in the hepatic artery. It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use (IFU): the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that in a prior procedure, the patient had presented with restenosis of an anastamosis of a bypass between the hepatic artery and abdominal aorta which was treated via balloon angioplasty when an iatrogenic rupture of the hepatic artery occurred, requiring emergent placement of an unspecified stent graft. On (B)(6) 2016, the patient presented with cholangitis (biliary tract infection) and evidence of biliary dilatation; an angiogram revealed severe stenosis and a focal dissection proximal to the anastamosis. Given the propensity for patient vessels to rupture with angioplasty from the past and the small caliber of the vessel, a 3.5x16 rx graftmaster covered stent system was advanced via right common femoral access into a 5 fr unspecified sheath and over a 035 non-abbott wire, then was implanted, sealing the dissection. Post stenting angiography of the hepatic artery showed probable distal perforation. Three 2x3mm embolization coils were placed at the perforation site, resulting in near complete stasis of the fistulous communication. The patient tolerated the procedure well with no complications during or immediately following the procedure. The patient was transferred for further observation and transfusion of blood products. No additional information was provided.

Manufacturer narrative:
(B)(4). Pre-stenotic=135 mmhg, post-stenotic=112mmhg, providing a total gradient of 23mmhg; this decrease in gradient pressure caused concern for the presence of a possible pseudoaneurysm. Previous stent placed in portal vein. Additional device evaluation information: the additional reported patient effects of stenosis, surgical procedure, and additional therapy/non-surgical treatment are known foreseeable events. Based on the additional information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, the following additional information was received: the patient had received a liver transplant just prior to receiving the reported 3.5x16 rx graftmaster covered stent on (B)(6) 2016 to treat the reported dissection that had occurred after the liver transplant. The patient underwent a 2nd liver transplant in (B)(6) 2017 after failure of the 1st transplant. On (B)(6) 2017, the patient presented with a pseudoaneurysm in a severely stenosed anastamosis of the common hepatic artery, after undergoing balloon angioplasty with an unspecified 3.5x40mm balloon to treat the stenosis. After placement of a 6fr non-abbott guiding sheath and an 014 non-abbott guide wire, a 4.0x26mm rx graftmaster covered stent system was advanced via right common femoral artery access along with the support of a 6fr non-abbott support catheter, and the stent was deployed. A post-deployment arteriogram showed successful exclusion of the pseudoaneurysm and a widely patent stenotic site. Attempts were made to cross the implanted graftmaster stent with a microcatheter to obtain final arterial pressure, but it was unable to be crossed. As of (B)(6) 2017, hepatic arterial ultrasound studies are normal and the patient continues to improve clinically. Reportedly, use of this graftmaster did not cause or contribute to complications or adverse events. No additional information was provided.